Event description:
It was reported that during a lap nissen fundoplication, during dissection of short gastric, on the third firing of the device, there was bleeding and the device locked, and would no longer fire. The surgeon had to convert to open, due to the pt had a 500 cc of blood loss; no transfusion was given at time of surgery. Another device was used to complete the procedure.

Manufacturer narrative:
Info anticipated, but unavailable at this time.